Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two (2) different patient samples that were generated by the access 2 instrument. The initial accu tni results were: 3.12ng/ml and 2.16ng/ml for patient a and b respectively. The accu tni results for both patients were reported out of the lab. The original samples were re-tested for accu tni and the repeated result were; 0.00ng/ml for patient a and patient b. The customer did not receive any report of patient injury, requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. System check conducted on 07/25/06 passed within specifications. System check performed on 07/31/06 partially failed and then passed upon repeat. Samples are collected in plastic, bd vacutainer lithium heparin, or gel serum separator tubes and centrifuged either for 3 or 5 minutes at ambient temperature. Specimens are sampled from 2ml sample cups or 1ml insert cups in 13x100 tubes using correct rack combinations. A field service engineer (fse) was dispatched to the customer's lab on 08/07/06. The fse replaced a mixer pulley. The fse performed diagnostics testing which was within specifications. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.